Event description:
Sorin group (B)(4) received a report that the level sensor would not alarm correctly. There was no report of pt involvement.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the manufacture - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The product was returned to sorin group (B)(4) for evaluation. Investigation of the level sensor found that the housing and contact pins to the level pin had been contaminated in a way that could cause the reported issue. The customer was provided with a replacement and no further issues have been reported. No further action is deemed necessary.